Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument had a damaged front-end cable. The customer completed the procedure using a backup maryland bipolar forceps instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and there was no damage observed. The damage to the instrument was first observed when removing from the patient. The conductor wire was exposed due to the damaged insulation. There was no loss of cautery, no thermal damage, and no arcing observed. There was no instrument collision and no problems removing the instrument through the cannula. There was no injury to the patient and no fragment fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation was nicked open with exposed internal wires at the bipolar yaw pulley. There was no missing pieces of insulation and was only found lifted-off and still attached. There were no signs of thermal damage observed. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations not related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasions were found on one of the surfaces at the bipolar yaw pulley. The maryland bipolar forceps instrument was also found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: there does not appear to be any thermal damage to the instrument. There appears to be what looks like insulation damage to the conductor wire, however, it may just be a reflection. It would be best for the instrument to be returned for a full evaluation.